Manufacturer narrative:
(B)(4). Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 23mm valve, with implant duration of approximately seven (7) years and seven (7) months, underwent a valve-in-valve procedure due to severe stenosis and regurgitation. Echo showed thickened leaflets with calcification and pannus causing reduced leaflet mobility and contributing to elevated gradients. The tavr was performed with a 26mm valve. Intraoperative transesophageal echocardiography did not show any paravalvular or central leaks. The patient tolerated the procedure well and left the operating room in stable condition. Patient was discharged on pod #1.

Manufacturer narrative:
Reference CAPA-20-00141.